Event description:
It was reported that the patient was receiving an orencia infusion. At end of infusion, the clinician went to flush and disconnect the patient from the units, and noticed the pump did not alarm when air immediately passed through the channel as it normally does. Air did not reach the patient. There was patient involvement but no harm.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Correction: manufacturer narrative. Additional information: imdrf annex g code. Investigation summary: the reported of the pump module failed to alarm for air in line was not confirmed during log review and no malfunction devices were provided for testing. The external and internal inspection of the devices could not be performed as no devices were returned for inspection and no pictures were included, however, the facility provided logs and emails of the issue that they experienced. The concomitant pcu (s/n: (B)(6)) event and error log was provided from the facility to ascertain event details associated with the reported issue. The event date as 25feb2025, time was no reported. The customer reported an air in line at end of orencia infusion, the clinician disconnects the patient from the system, and the pump module did not alarm when air immediately passed through the channel. At 10:23 am, the concomitant pcu was powered on, and two pump modules one suspect (s/n: (B)(6)) and one concomitant (s/n: (B)(6)) were attached to the system. The pump module (s/n: (B)(6)) was programmed for infusion, delivering a total of 99.921 ml over 30 minutes at a rate of 200 ml/h, with a pvi of 0 ml. At 10:56 am, it alarmed "air in line," logging a pvi of 99.921 ml. The user silenced the alarm and reprogrammed the infusion at the same rate, delivering an additional 0.112 ml over 1 minute, resulting in a total tvi of 100.033 ml when removed at 10:58 am. At 1:50 pm, the pcu was powered on again, and the suspect pump module (s/n: (B)(6)) was attached to the system. It was programmed for infusion with drug ID = 358, delivering 261.33 ml over one hour at a rate of 248.8 ml/h, with a pvi of 0 ml. At 2:46 pm, it alarmed "air in line," logging a pvi of 261.33 ml. The user silenced the alarm and reprogrammed the infusion at the same rate, delivering an additional 4.684 ml over 1 minute, reaching a final tvi of 266.014 ml. The module alarmed "air in line" again at 2:47 pm, prompting the user to silence the alarm and cancel the infusion. The system was then powered off, and the module was removed proper operation of the bd alaris system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris system. The alaris pcu unit, model 8015 and alaris pump module, model 8100 technical service manual states that when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250î¼l. (In anesthesia mode only, the threshold value can be set to 500î¼l.) See section 2.5.3 air-in-line settings. The air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250microl. The default setting is 75microl. (In anesthesia mode only, the threshold value can be set to 500microl. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was receiving an orencia infusion. At end of infusion, the clinician went to flush and disconnect the patient from the units, and noticed the pump did not alarm when air immediately passed through the channel as it normally does. Air did not reach the patient. There was patient involvement but no harm.

Event description:
It was reported that the patient was receiving an orencia infusion. At end of infusion, the clinician went to flush and disconnect the patient from the units, and noticed the pump did not alarm when air immediately passed through the channel as it normally does. Air did not reach the patient. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported of the pump module failed to alarm for air in line was not confirmed during log review and no malfunction devices were provided for testing. The external and internal inspection of the devices could not be performed as no devices were returned for inspection and no pictures were included, however, the facility provided logs and emails of the issue that they experienced. The concomitant pcu (s/n: (B)(6)) event and error log was provided from the facility to ascertain event details associated with the reported issue. The event date as 25feb2025, time was no reported. The customer reported an air in line at end of orencia infusion, the clinician disconnects the patient from the system, and the pump module did not alarm when air immediately passed through the channel. At 10:23 am, the concomitant pcu was powered on, and two pump modules, one suspect (s/n: (B)(6)) and one concomitant (s/n: (B)(6)) were attached to the system. The pump module (s/n: (B)(6)) was programmed for infusion, delivering a total of 99.921 ml over 30 minutes at a rate of 200 ml/h, with a pvi of 0 ml. At 10:56 am, it alarmed "air in line," logging a pvi of 99.921 ml. The user silenced the alarm and reprogrammed the infusion at the same rate, delivering an additional 0.112 ml over 1 minute, resulting in a total tvi of 100.033 ml when removed at 10:58 am. At 1:50 pm, the pcu was powered on again, and the suspect pump module (s/n: (B)(6)) was attached to the system. It was programmed for infusion with drug ID = 358, delivering 261.33 ml over one hour at a rate of 248.8 ml/h, with a pvi of 0 ml. At 2:46 pm, it alarmed "air in line," logging a pvi of 261.33 ml. The user silenced the alarm and reprogrammed the infusion at the same rate, delivering an additional 4.684 ml over 1 minute, reaching a final tvi of 266.014 ml. The module alarmed "air in line" again at 2:47 pm, prompting the user to silence the alarm and cancel the infusion. The system was then powered off, and the module was removed proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The alaris¿ pcu unit, model 8015 and alaris pump module, model 8100 technical service manual states that when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250 microl. (In anesthesia mode only, the threshold value can be set to 500 microl.) See section 2.5.3 air-in-line settings. The air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250 microl. The default setting is 75 microl. (In anesthesia mode only, the threshold value can be set to 500 microl). Root cause: the probable cause of the pump module failed to alarm for air in line cannot be determined from the provided data and emails. No devices were provided for testing.